Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms, a cartridge alarm (alarm 1) and a resume pump alarm occurred. Reportedly, customer was not outside of the labeled operating altitude range. Pump fill estimate was reported as inaccurate. Installing another cartridge resolved the cartridge alarm; however, the altitude alarm reoccurred. Customer's blood glucose was 281 mg/dl. Customer declined to provide further information and declined tandem technical support's offer to further troubleshoot for resume pump alarm. Customer reverted to using manual injections for insulin therapy.